Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report a single leaflet device attachment/slda, tissue damage, atrial fibrillation, heart failure, and prolonged hospitalization. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted thin leaflet. On (B)(6) 2019, one clip was successfully deployed, reducing mr to 2. On (B)(6) 2019, the patient was readmitted for shortness of breath, heart failure and atrial fibrillation. It was suspected that the clip became detached from the posterior leaflet but remained attached to the anterior leaflet (single leaflet device attachment/slda). On (B)(6) 2019, the slda was confirmed and mr increased to 4. Additionally, a leaflet injury was observed. Additional treatment was not performed and the patient is pending heart surgery. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product issue. All available information was investigated, and the reported difficulties appear to be due to case related circumstances. The leaflet damage resulting in single leaflet device attachment (slda), recurrent mitral regurgitation (mr) and subsequent patient effects were likely due to patient anatomy as it was reported that the leaflets were thin, which likely contributed to the difficulties. The reported patient effects of worsening mitral regurgitation (mr), tissue damage, dyspnea, atrial fibrillation and heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures.there is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required.

Event description:
Subsequent to the initially filed report, it was reported that the patient's shortness of breath was treated with oxygen. No additional information was provided.